Manufacturer narrative:
To date, information suggests that these medical devices remain actively in service. As new information were to become available, this report will be further evaluated and updated.

Manufacturer narrative:
Most recently, information was secured from the boston scientific local area sales representative of the initial alert date being two weeks after the initial revision procedure. The initial revision procedure was done to address a patient pain issue, during which time all of the leads had been disconnected and re-connected to the device without issue. Shock impedance had been normal at that time. Then, two weeks after this procedure, the boston scientific local area sales representative became aware that shock impedance was now out-of-range, exceeding the 125 ohms shock impedance. An additional procedure was then done to address the out-of-range impedance issue, during which it was clear that the distal pin of the rv lead was not fully secured in the device header. The physician assured a solid connection and closed the pocket. No other issues were present. Post-procedure, the patient and their device system are without issue. Beyond the additional surgical intervention, the sales representative confirmed that there had been no adverse patient symptoms.

Event description:
Boston scientific received information that the transvenous right ventricular (rv) lead in association with this implantable cardioverter defibrillator (ICD) did exhibit greater than 125 ohms shock impedance. Asked rep how connection issue has been identified. Rep states that sli was checked in all three configurations and was > 125 ohms in all three. Asked when this was done - rep states today. States that patient had pocket revision in march and prior to that the sli measurements were all in the 50 ohm range. Approx 2 weeks after revision sli jumped to 96 and has been high since. Explained that tachy therapy does not need to be programmed off, however if patient were to require therapy the energy might not all go to the heart muscle - depending on how compromised the connection is. Rep asking about shorting system - explained that a short is a different issue - if shock conductors are in contact this each other of in contact with the device then short could occur. This could damage device and affect pacing therapy also. Patient was having chest x-ray done at time that the rep called. Rep did not know when planned intervention would be scheduled.